Event description:
(B)(6) clinical study. It was reported that embolism occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion #001 was in the right common femoral artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 7 mm with lesion length of 130 mm and 90% stenosis and was classified as transatlantic intersociety consensus (tasc) ii a lesion. Prior to target lesion treatment, lithotripsy was performed with shockwave intravascular lithotripsy (ivl) device, 6 x 60 mm and treatment of target lesion was performed by dilatation with study device (ranger drug coated balloon of 7.0 mm x 150 mm) prior to lithotripsy, atherectomy was performed with a nob-boston scientific coronary orbital atherectomy system. On (B)(6) 2021, after the completion of the index procedure in the right common femoral artery (target lesion), the right foot was noted to be pale and cold. The subject had a complaint of pain in the right leg. Subsequently, angiogram was performed which demonstrated no flow to the foot which was unchanged from prior angiogram and embolism was noted in the foot which occluded the small peroneal artery. In response to the embolism that occluded the peroneal artery, balloon angioplasty was performed using a coyote 2.0 mm x 80 mm balloon and flow was restored into the more distal peroneal artery with a trickle of flow into the foot. As the flow was slow post dilatation, it was decided to revascularize the chronically occluded anterior tibial artery. The occlusion in the right anterior tibial artery was pre-dilated with a 2.0 mm x 220 mm coyote balloon followed by a 2.5 mm x 220 mm and subsequently stented proximally with two sequential 3.0 mm x 38 mm promus elite stents. Following the procedure, the final residual stenosis was 0% with good runoff and there was good blush on the toes and a bounding pulse in the foot. On (B)(6) 2021, the subject was discharged with dual antiplatelet therapy.

Manufacturer narrative:
Patient identifier: (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that embolism occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion #001 was in the right common femoral artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 7 mm with lesion length of 130 mm and 90% stenosis and was classified as transatlantic intersociety consensus (tasc) ii a lesion. Prior to target lesion treatment, lithotripsy was performed with shockwave intravascular lithotripsy (ivl) device, 6 x 60 mm and treatment of target lesion was performed by dilatation with study device (ranger drug coated balloon of 7.0 mm x 150 mm) prior to lithotripsy, atherectomy was performed with a nob-boston scientific coronary orbital atherectomy system. On (B)(6) 2021, after the completion of the index procedure in the right common femoral artery (target lesion), the right foot was noted to be pale and cold. The subject had a complaint of pain in the right leg. Subsequently, angiogram was performed which demonstrated no flow to the foot which was unchanged from prior angiogram and embolism was noted in the foot which occluded the small peroneal artery. In response to the embolism that occluded the peroneal artery, balloon angioplasty was performed using a coyote 2.0 mm x 80 mm balloon and flow was restored into the more distal peroneal artery with a trickle of flow into the foot. As the flow was slow post dilatation, it was decided to revascularize the chronically occluded anterior tibial artery. The occlusion in the right anterior tibial artery was pre-dilated with a 2.0 mm x 220 mm coyote balloon followed by a 2.5 mm x 220 mm and subsequently stented proximally with two sequential 3.0 mm x 38 mm promus elite stents. Following the procedure, the final residual stenosis was 0% with good runoff and there was good blush on the toes and a bounding pulse in the foot. On (B)(6) 2021, the subject was discharged with dual antiplatelet therapy.